Event description:
The facility had experienced a power outage on one of their units. When the power came back on, the electric bed in room shorted out causing a small amount of smoke. The fire department assessed the situation and determined that the electrical bed shortage caused a release of hydrogen cyanide gas - which is toxic. There was no resident/patient in the room or bed at the time of the event. Investigation found that the carroll beds have a scissor action and the manufacturer does not have a set place for the power cord placement, thus the power cords may get pinched during bed operation which may have caused the bed to short.